Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify failed battery alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was received with scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm and low battery alarm. Liquid crystal display had moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.